Manufacturer narrative:
Both the centrimag primary console and the centrimag motor were returned for analysis. Both devices were received in good physical condition and no visible defects were noted on the outside. The devices were tested together and both functioned as intended. During testing, the centrimag motor was run at two different speeds. The motor cable was mechanically stressed bi-directionally along its entire length and at both ends. The motor was disconnected and re-connected and the console switched on and off multiple times with no issues found. The motor was always immediately detected by the console. The console was opened and visual inspection found all connections were properly inserted. Wiggling the internal cables during operation did not result in any alarms or issues. A review of the device history records for both devices found no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was supported with an extracorporeal circulatory support pump and was on extracorporeal membrane oxygenation (ECMO) therapy. It was reported that on (B)(6) 2015, a motor stop event occurred while the patient was being maneuvered into a CT scanner. After the pump speed decreased to 0 rpm the hospital staff increased the pump speed and then the previous settings were restored. The patient was not switched to the backup equipment. It was reported that the patient was not injured due to the event; however, the patient appeared cyanosed and the blood pressure decreased at the time of the event. It was reported that the distributor¿s technical services representative was present during the event and heard the alarm, but did not see the pump console display message as he was assisting with holding the circuit at the foot-end of the bed during transport of the patient to the CT scanner. When the representative did get to see the console display, the flow output and pump speed readings showed 0.00 and the display appeared like what it normally does at start-up. The console had initially alarmed as the flow output decreased, probably as the lines had kinked during transfer. It was suspected that the pump stop button was pressed by mistake instead of the mute button. This would account for the pump stopping, but being able to be restarted by increasing the pump speed. The patient was successfully weaned off ECMO support on (B)(6) 2015 and was discharged back to the pediatric intensive care unit at a local hospital on (B)(6) 2015. The patient was still on ventilator support and continuous veno-venous hemofiltration at the time of discharge. The patient reportedly has continued to progress.

Manufacturer narrative:
Approximate age of device: 6 days. The device was returned to the manufacturer for evaluation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.